Event description:
It was reported that the patient experienced withdrawal about 1 month ago. It was also indicated that a pump motor stall had occurred and confirmed per rotor study. A pump rotor and catheter study was conducted and both had reported as "failed". No rotor rotation was observed and there was no attainable fluid withdrawn from the reservoir, so the needle was removed without immediate complication. The pump was explanted. The outcome of the patient was not provided. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4), revealed no anomaly found.

Event description:
Additional information: it was reported that pump "dumped 5ml of morphine" in the patient's system and the patient went to sleep for 4 days on (B)(6) 2012. The patient stated that he was sitting in church and the pump "just quit". The healthcare provider (hcp) performed a CT scan and x-ray to try and figure out what was wrong with the patient. The patient's "chest and up turned beet red" and his eyes were bloodshot. The patient also had pain in the right arm, vomiting, diarrhea, and his "heart was beating really bad". The patient stated that "they thought his heart was going to explode and bleeding out the side and all kinds of stuff". The patient went to the emergency room (ER) for 2-3 days. The doctor refilled the pump and it worked for about 10 minutes before the patient "started to fall and was incoherent". The pump did not work after that. The patient stated that the pump "almost killed him". The patient also stated "I would have been dead and in the ground six, seven years ago if it wasn't for the pump". A new pump was implanted and the patient stated that the new pump was working well and the patient was on half the dosage as he was before.